Event description:
Event description guidant received information that at a follow-up visit this pacemaker was unable to be interrogated. The device was fine at the last follow-up 6 months ago. The patient was sent home with a 24 hour holter monitor. The patient has had no adverse effects. This device is included in an advisory and has been implanted for approximately 8 years. The pacemaker has been removed, replaced and retuned for analysis.